Manufacturer narrative:
Approximate age of device - 91 days. The patient remains on vad support. A correlation between the device and the reported gastrointestinal bleeding could not be determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted on (B)(6) 2016 from an outside facility with a hemoglobin level of 6 g/dl with an episode of melena. The patient was on warfarin at the time of the event and it was put on hold after the patient was admitted. The patient was transfused 2 units of packed red blood cells while at the outside hospital prior to being transferred, 2 units on (B)(6) 2016, 1 unit on (B)(6) 2016, and 1 unit on (B)(6) 2016 when the patient had a down-trending hemoglobin level of 8.1 g/dl and hematocrit level of 25.7%. The patient underwent push enteroscopy and single balloon enteroscopy on (B)(6) 2015 and a source of bleeding was unable to be identified. The patient underwent capsule enteroscopy on (B)(6) 2016 and no active bleeding sites were found. The patient was discharged home on (B)(6) 2016 with all anticoagulants still on hold.